Manufacturer narrative:
Device evaluation: no product sample was received. No photographic or diagnostic evidence of the complaint provided by the customer; therefore, visual and functional testing could not be performed. The most probable cause of an "upstream occlusion" alarm is a kink in the tubing or a down stream occlusion (dso) sensor. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an upstream occlusion alarm. Per reporter the patient was restarting the infusion at home as the pump had been turned off at the hospital due to the patient experiencing numbness. The alarm was unable to be resolved with troubleshooting. No adverse patient effects were reported. Per reporter no additional information is available.